Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received power error detected alarms about 5 times and mentioned getting multiple pump errors about 12 times the day before the call. The critical pump error received are pump errors: 23, 49, 68, 43. It was also reported that the customer had a high blood glucose event with a value of 367 mg/dl which was treated with a bolus. Troubleshooting was performed and successfully cleared the pump error alarms and the rewind was completed. No further patient complications were reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Customer returned insulin pump for experiencing high blood glucose, alleged insulin pump error 43, 68, 49, 23 and 25 found on 21-mar-2022. Device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device successfully downloaded to thus. No pump error 43, 68, 49, 23 and 25 noted during testing. Insulin pump was cut open and found moisture damage on electrical board 1, electrical board 2, motor and force sensor. The power management graph confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5volt for 4 consecutive hours due to moisture damage on pcba 1 and pcba 2. Pump downloaded trace and history confirmed pump error 25 on 6/26/2022 at 7:00:00 am, pump error 68 on 06/25/2022 at 06:09:28.000, pump error 49 on 06/25/2022 at 06:09:28.000 and pump error 23 on 06/25/2022 at 06:09:03.000. Pump error 43 was not found in downloaded trace and history. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing display window cover and minor lcd display window scratches. Pump passed functional testing. Pump error 25 was confirmed due to moisture damage on electrical board 1 and electrical board 2. Pump errors 43, 68, 49 and 23 not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.